Event description:
It was reported by the patient that she underwent an unknown procedure on (B)(6) 2007 and mesh was inserted high up in the upper abdomen at the base of the chest area. Post procedure, the patient experienced a severe allergic reaction including a large swelling that is present to this day. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.